Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported while using the vela ventilator, the screen is delaminated and the touch screen is not responding. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received replacement front panel assembly. The reported complaint was unable to be duplicated. The screen was responsive to touch and was properly calibrated. This reported issue will be tracked and internally investigate the situation.